Event description:
During the device evaluation, the colonovideoscope was observed to exhibited dirt/foreign material on the objective lens, and corrosion on the adhesive around the objective lens, light guide lens and the adhesive on bending section rubber sheath. There was no patient involvement, and no harm reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed dirt/foreign material and adhesive corrosion issues could not be determined, however, the issues were likely the result of insufficient device cleaning/reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.